Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pace impedance measurements remaining within normal range and shock impedance measurements of greater than 200 ohms. Threshold measurements had increased. No noise was observed during isometrics testing. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pace impedance measurements remaining within normal range and shock impedance measurements of greater than 200 ohms. Threshold measurements had increased. No noise was observed during isometrics testing. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to high impedances. A new rv lead was implanted and remains in service. It is unknown whether this rv lead will be returned. No additional adverse patient effects were reported.